Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the very tortuous and calcified proximal right coronary artery (rca). Rotational atherectomy was performed using a 1.5 rota burr. Two synergy¿ stents were implanted at the distal and proximal rca. The third synergy¿ stent was advanced; however, it got caught on the stent strut of the second implanted stent and was deformed. The physician decided to implant the stent rather than removing the device to avoid the possibility of the stent becoming detached. The physician had to placed one more stent and the procedure was completed. No patient complications were reported and the patient's status was fine.